Manufacturer narrative:
After further discussion with user facility personnel, it was noted that the leak was soapy water and not rapicide. The leak was promptly cleaned by user facility personnel. A steris service technician arrived onsite following the reported event to inspect the unit and found that the pump assembly, which doses chemistry to mix with water to reprocess endoscopes, was stuck in the running position. The technician replaced both the pump assembly and hose assembly. The unit was tested, confirmed to be operating according to specifications, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that their advantage plus endoscope reprocessing system was leaking water and emitting a strong scent of rapicide. One employee experienced trouble breathing while another reported headache. It is unknown if any medical treatment was sought or administered.